Event description:
According to the reporter during pulmonary lobectomy, a purple curve top reload was injected into the bronchus, but upon retraction, was locked on tissue and the blade did not return. At the time of failure, contained fragments of the reload was inside the adapter. The recommended procedures were followed, but the problem persisted, requiring the surgery to be converted to open surgery to remove the reload.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#:unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.